Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site could not get the instruments to verify. One instrument was not able to verify. The second instrument was able to verify with manipulation of the instrument. It was later noted that the site received new beds and they were able to verify everything just fine with the new beds. There was no reported impact on patient outcome.